Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie was not detected on the bus. A field service engineer (fse) found that drawer 4 had failed off the bus. Upon inspection, the lights on the module board were off even after isolation. The drawer board tested okay, so the module board was replaced and tested successfully. The customer verified proper functionality after the replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not detected on bus and cannot recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.